Manufacturer narrative:
The reported event was confirmed during functional testing and archive data review of the autopulse platform (B)(4); the root cause was due to a defective processor board. The autopulse platform is a reusable device and was manufactured on 18 oct 2006 and has exceeded its expected service life of 5 years. The archive data was reviewed and contained a system error 136 (internal parameter corrupted); however, the time and date was corrupted. Evaluation of the platform during initial power up, revealed a system error message. It was indicated that the processor board was defective and a replacement was necessitated. As part of routine service during testing, the platform was examined and found physical damages. The observed physical damages were unrelated to the reported event. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial (b)94).

Event description:
It was observed during shift check that the autopulse platform (B)(4) displayed system error message. The issue occurred during shift check. No patient was involved. No further information was provided.